Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported, via medwatch report (mw5103892), having permanently impaired vision. The patient had lasik and was promised it was a safe and harmless procedure. Currently, the patient uses eye drop monthly to survive and requires medical attention as prescription is constantly changing. The patient is experiencing chronic corneal pain and drying issues. These symptoms are bothersome for the patient and affect the patient¿s quality of life and mental health. The patient reported lasik is hands down the worst thing that has ever happened. The patient had no eye problems previously and never used eye drops before surgery.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).